Manufacturer narrative:
Moisture damage was noted on the electronic assembly during the visual inspection. The pump passed the displacement test. (B)(4).

Event description:
The customer reported via phone call that there was moisture in the pump from the humidity. Customer stated that the pump is not working. Customer found moisture under the lcd. Customer's blood glucose was 116 mg/dl. Customer stated that she is very careful with the pump and there are no cracks. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.